Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced overnight hypoglycemia after failing to announce nighttime snacks, which led to out-of-range blood glucose values including a lowest reported reading of 46 mg/dl. The user consumed orange juice to correct and returned glucose to range, and an agent assisted with and completed a factory reset of the device as part of troubleshooting and education. Symptoms included tiredness consistent with hypoglycemia. Outcomes included urgent low glucose requiring oral carbohydrate treatment without hospitalization. Investigation included customer support troubleshooting and a factory reset to address potential configuration or use-related factors. Investigation of this case revealed use error related to missed meal announcements, with no device malfunction identified following the reset. It was concluded, based on previously established findings for similar reports, that the cause was user failure to announce carbohydrate intake leading to hypoglycemia.